Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure alarm and software error detected alarm. The customer¿s blood glucose was unknown. Customer stated that they was able to rewind the insulin pump and able to successfully clear the alarm. The self-test was performed and it was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly. Pump error 53 alarm found in the device history due to software error.